Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated insulin pump gave the same error after changing the battery. Customer stated insulin pump had red x and an open book. Customer stated that insulin pump was flickering and alarming no matter what they do. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.